Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned as the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported a bilateral intraocular lens (iol) implant. Reportedly, the patient has no visual issues during the day however has poor night vision, halos and severe glare to the point that can no longer drive at night. Following is the sequence of events: (B)(6) 2017 - surgery right eye; (B)(6) 2017 - complaint of huge spider web distortion with lights; (B)(6) 2017 - complaint of decreased vision - sees strings at night; (B)(6) 2017 - surgery left eye; (B)(6) 2017 - complaint of pain; (B)(6) 2018 - patient not happy with vision, very upset - states everything is blurry; (B)(6) 2018 - patient still having problems with vision not improving. Patient was provided with option of explanting the lenses. On (B)(6) 2018 - patient reports problem with glare. Surgeon recommended polarized yellow tinted lenses. Also discussed the risk of removing the lenses at this point. On (B)(6) 2019 - patient sought second opinion with another physician who stated it is risky to remove the lenses at this point. The patient would need retinal evaluation. Additional information was received, and it was learnt that the patient does not want the symfony lenses explanted. The patient stated that each light at night has around 20-30 rings around it. Light points are seen on all colors of light. Circles are seen on white, yellow and red lights, not on green. No further information was provided. This report captures the information of the left eye (os). A separate report will be submitted for the right eye (od).